Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The medical affairs specialist (mas) spoke to the patient on feb 27, 2008, to obtain/verify info. The patient tests her blood glucose 4-5 times a day. She takes an oral medication for her diabetes. She could not remember what the name of the medication is. The patient stated that the reported meter issue started a few days before she called lfs on original date. During the time that she could not test, the patient went to several stores to search for a replacement battery. The patient claimed that all the places she went to did not carry the battery. The patient did not make any changes to her diet or medication regimen as a result of the reported meter issue. On an unspecified date after the meter issue began, the patient claimed that she suffered a hypoglycemia episode where she developed symptoms of sweating. The patient administered self-care by eating food to relieve her symptoms. The patient denied receiving medical intervention from a health care provider. The patient did not have a replacement battery to troubleshoot the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she developed symptoms suggestive of severe hypoglycemia after the reported meter issue began. The patient was unable to test her blood glucose for a few days during the time of concern. None at this time.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.